Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a system controller fault alarm so log files were submitted for evaluation. It happened when switching from mobile power unit (mpu) to the battery, the message 'controller failure" appeared on the system controller screen. The system controller was replaced. The patient was asymptomatic. The log files were reviewed and showed a controller_internal_fault alarm flag associated with an (f29) lcd_com controller fault flag. This event indicated that there was an internal fault with the system controller. Motor function was not affected by this event. The system controller would be returned.

Manufacturer narrative:
Corrected data: section b3: date of event corrected. Section g2: report source corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via the log file and via the controller¿s functional analysis. The log file captured a controller fault alarm on (B)(6) 2025 at 6:12:35. The alarm¿s sub-fault indicated that the controller¿s liquid-crystal display (lcd) printed circuit board (pcb) was unable to properly communicate with the controller¿s main pcb. The alarm remained active throughout the remainder of the data, and the pump operated as intended. The returned system controller (serial number: (B)(6) was functionally tested and alarmed with a controller fault within a few minutes of being connected to a mock loop. The controller was still able to operate the mock loop as intended despite the alarm. The controller was troubleshot and was able to function as intended with no atypical alarms while a test lcd pcb was in use. An integrated circuit (ic) chip responsible for communication on the controller¿s lcd pcb was found to be damaged. This ic was replaced, and the fault resolved. The controller passed functional testing with the replacement ic and was able to support a mock circulatory loop for an extended period of time without issue or alarm. The root cause of the system controller alarming for a controller fault alarm was determined to be due to damage to an ic chip on the lcd pcb; however, the root cause of the damage was unable to be conclusively determined via this investigation. The device history record for the system controller (serial number: (B)(6) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including controller fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.